Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (congestive heart failure, hypertension, and hyperlipidemia disorder) caused or contributed to this event. As noted, the patient has medical history of aortic stenosis, hypertension, and hyperlipidemia. Patients with these conditions are known to have an increased risk of developing stenosis and calcification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 7 years and 27 days post transfemoral tavr while doing a routine left heart catheterization the 26mm sapien 3 valve was identified as being heavily stenosed. The patient is now undergoing a valve in valve with a 23mm sapien 3 ultra valve. The patient had significant chest pain, increased shortness of breath, and hypoxia requiring bipap. The decision was made to intubate and upon induction of analgesics and sedation the patient arrested, return of spontaneous circulation was achieved after about six minutes of CPR and the patient was transferred back to the cath lab for an emergent tavr and va ECMO cannulation. During the procedure the patient had maps (main arterial pressure) in the 20-30's which subsequently improved to greater than 65. After the tavr and cannulation was completed, the patient was transferred to cticu for management of va ECMO. The patient remains in ICU; ECMO decannulated and remains intubated at this time. The 23mm sapien 3 ultra valve was successfully implanted. Per medical records the patient has a peak pressure gradient of 58mmhg and a mean gradient of 36mmhg. The vmax is 3.82m/s. There is a trace amount of valvular aortic regurgitation.